Manufacturer narrative:
The reported tip breaking (ceramic) condition was confirmed on the returned unit. The detached pieces of ceramic were not returned. However, it was confirmed that they were removed from the surgical site. According to the serfas energy probe family risk management plan , probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. According to the activation history, the unit was extensively used during surgery for cutting tissue only, as the unit was activated at least 46 times (or more), which is the maximum amount of activations the e-prom stores, before the ceramic broke, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. Some scratch marks were observed on the lumen on the front and left side (electrode facing forward). A scratch mark was observed in alignment to where a ceramic piece is missing. The user instructions for the serfas energy probes family states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. Do not bend probes that are not bendable. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe broke off in the patient; however, it was retrieved.

Event description:
It was reported that the probe broke off in the patient; however, it was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.